Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer reported that the blood glucose was unknown. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, and active current measurement, however the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation, power error 75 during self test, and power error alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the pump was monitored and is functioned properly.